Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl and was unable to treat. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.